Event description:
During right and left heart cath with stent placement, interventional cardiologist attempted to deliver a post dilatation balloon after stent insertion. The balloon shaft fractured upon attempted delivery. The guide catheter and both pieces of fractured balloon were retrieved. No injury to patient. Procedure was successfully performed and concluded.